Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under #p070014. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned sample confirmed that the deployment mechanism had been used until the breakage of a force transmitting joint occurred with the stent still loaded in the system. Further use of the deployment mechanism led to the blockage and fracture of a component inside the grip. It could also be confirmed that the system broke in the mid section upon removal. Increased friction between the moving parts is considered the reason for excessive release force and subsequent failure of the force transmitting joint. Potential factors that could have led or contributed to the reported deployment failure have been evaluated. Previous investigations of similar complaints have been reviewed. The event may be related to a difficult vessel anatomy or a challenging placement site. The reported event also may be use-related as rough handling of the device may lead to high forces. Based on the information available, a definite root cause for the reported event could not be identified.

Event description:
It was reported that during the stenting procedure of a long sfa occlusion, the vascular stent failed to deploy. Upon removal, the device broke in two pieces. The entire system with the stent could be removed without incident and another stent was placed successfully to treat the patient. No patient injury was reported.